Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4) no sample has been returned for investigation. Without the actual sample (or device), a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. It should be noted that although the spacestation itself cannot deliver an infusion, this report is being filed because a malfunction of the device could have contributed to the event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in finland): underinfusion

Manufacturer narrative:
Exemption number e2016018. (B)(4). No sample was sent in for an investigation. Therefore, an analysis for a possible root cause was not possible. The complaint is considered as not confirmed.